Manufacturer narrative:
(B)(4). Concomitant medical products: tprloc 12/14 por 15x150 item# 650-0322 lot# unknown. Unknown ceramic head item# unknown lot# unknown. Report source- italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00414.

Event description:
It was reported that the patient experienced persistent coxalgia and underwent revision of right hip prosthesis due to loosening of stem and acetabular cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures of the taperloc stem identified damage on the taper neck (most likely caused during explanation) theporous area of the stem shows evidence of good bone ingrowth. The unidentified cup appears to be good condition with a small amount of unidentified residue on one side. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.